Event description:
It was reported that the patient had a loss of therapeutic effect and the therapy stopped working in the summer. The reporter stated that the patient was ¿having difficulty,¿ so they tried using the implant and she did not feel anything. The reporter stated that usually when they turn the therapy on the patient could feel the stimulation sensation. The reporter mentioned that they went to the healthcare provider (hcp) and were told ¿that it was not working, either the batteries were no good¿or the wires¿or it would have to be a new one.¿ the reporter stated that the patient had to have knee surgery first and ¿now they started this in (B)(6).¿ the patient would be having surgery for a ¿replacement or a fix¿ on (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3031a, serial# (B)(4), product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3889-28, lot# v038042, implanted: 2007 (B)(6); product type lead. (B)(4).